Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. A visual inspection was performed and no obvious defects were found. A therapy run was performed on the homechoice and no alarms or defects occurred. The sample could not confirm the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported a system error 2240 (air in tubing) had occurred on the homechoice. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).